Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was died and screen was blank as exposed to fluid due to sweat. Customer¿s blood glucose was unknown. Customer stated that battery compartment was corroded. . Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery, battery out limit and failed battery test alarms noted during testing. No moisture damage on electronic assembly during visual inspection. No corroded battery tube noted. (B)(4).